Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed clavicle crush and high lead impedance. Visual analysis found all five filars of the outer coil were fractured, likely contributing to the high impedance.

Event description:
It was reported that a lead has sustained clavicle crush leading to high lead impedances. The lead was explanted and replaced.